Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since the device was not returned, the malfunction could not be confirmed, and the definitive root cause of the reported issue could not be identified. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an error code b30 during reprocessing. There was no patient involvement.